Event description:
The pt was implanted with a synchromed pump and catheter on 4/15/1999 for infusion of baclofen for intractable spasticity due to multiple sclerosis. In 1999, the pt underwent explantation of the pump due to motor stall. The pump was returned to the MFR for analysis. Another synchromed pump was implanted in 1999 and no further complaints have been registered by the hcp.